Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication did not show at the cabinet. A technical support specialist (tss) verified that the medication was profiled but was not available in the cabinet, as the profiled dosage was not stocked. The tss advised the user to contact the pharmacy for an alternative medication.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user informed that morphine was not showing on the patient profile at the cabinet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.